Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the hospital for three days and was ¿having issues¿ with the pump. However, an x-ray was done and the pump was functioning as it should. A magnetic resonance imaging (MRI) was to be performed on (B)(6) 2014 to determine if the patient had an inflammatory mass. Patient symptoms were not provided at the time of the call. The pump delivered dilaudid. The result of the MRI, patient symptoms, interventions and the outcome remained unknown. Further follow-up was conducted to obtain this information. Should additional information be received a follow up report will be sent.